Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the evaluation. Failure analysis investigation revealed that upon visual and microscopic inspection, no damage to the wrist assembly. The electrical continuity test passed. Instrument was placed on system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The grip bumper test passed as well. Bipolar energy cord was successfully connected to the generator and instrument. Energy activation test was then conducted on the system. A wet sponge was held between grips and began to smoke when energy when the pedal was pressed. Steam generation from the sponge indicated active power and a complete circuit. No loss of power and no intermittent energy were observed. Additionally, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted and scraped of approximately 0.09" x 0.03" exposing the bare wire. Missing material was not returned. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the additional failure of insulation damage - conductor wire to not be related to the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire. A review of the device logs for the long bipolar grasper (471400-10/k10220124-0057) associated with this event has been performed. Per this review of the logs, the long bipolar grasper was last used on (B)(6) 2022 via (B)(4). There were 11 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had recognition issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no instrument damage was noted prior to use. No arcing was observed during the procedure. The customer confirmed that the procedure was completed with no injury to the patient.